Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gram every 5th day). One day after the onset, the patient began treatment with fortum (1gm/day) and five days later the patient began treatment with meropenem (500mg) for peritonitis. The action taken with dianeal therapy was not reported. The patient was recovering from the peritonitis. No additional information is available.